Manufacturer narrative:
Investigation was conducted by an isi field service engineer (fse). The isi fse performed system verification tests, resulting in the system passing in accordance to isi standards. No trouble was found with the system, and the isi fse was unable to duplicate the customer reported complaint. Additional investigation performed by an isi systems analyst concluded that it is highly probable that the surgeon inadvertently bumped or moved the master after he removed his hands from the control loops, or let go of the master handle with some residual velocity. Because, his head was still detected by the viewer head sensors, the system responded to the master motion appropriately by moving the slave in kind. As of september 27, 2007, there have been no reported recurrences of the issue at this hospital.

Event description:
Isi received a report that during a da vinci total hysterectomy procedure, the surgeon removed his hands from the master tool manipulator (mtm); at the same time, all evidence indicates the surgeon did not remove his head from the surgeon's console, with the result that the pt side manipulator ("psm") remained engaged. Upon removal of the surgeon's hands from the mtm, the psm dropped sharply, causing the scissors instrument, which was installed on the psm to inadvertently pierce the pt's uterer. The uterer was, thereafter, stented and successfully sutured by a urologist.